Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of one device. Photographic inspection noted the device was damaged where the shaft and the handle meet. Functional testing was unable to be performed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the customer received the damaged product and there was a malfunction.